Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 450mg/dl. It was stated that the customer was treated with an insulin drip. Troubleshooting was performed. The basal, bolus, daily totals, and history alarm were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure and self test and the insulin pump passed the tests. The customer stated that she changes the infusion set every three days. No further info was provided.